Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, ischemia and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 due to chest pain. On (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 38 mm xience xpedition stent in the mid right coronary artery (rca) and a 4.0 x 28 mm xience xpedition stent in the proximal rca. The stents were implanted in an overlapping fashion. On (B)(6) 2014, the patient was re-hospitalized for a follow up visit. It was noted that the 4.0 x 28 mm xience xpedition stent implanted in the proximal rca had 60-70% in-stent restenosis; however, no stenosis was noted in the 3.5 x 38 mm xience xpedition stent. A treadmill exercise test, performed on (B)(6) 2014, was positive for ischemia; however, the patient declined percutaneous coronary intervention. Medication was administered and the patient was discharged. On (B)(6) 2017, the patient underwent a 3-year follow up and had complaints of chest pain at times. Medication was provided; however, the patient was not re-hospitalized and no coronary angiography was performed. No additional information was received.